Event description:
It was reported that during a colectomy procedure, the staples were released but were not closed. It was not reported how the case was completed. There was no reported patient consequence.